Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture (confirmed with mammogram). The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed assessed as fold flaw opening. And missing piece of shell assessed as inconclusive. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture (confirmed with mammogram). Device has been explanted and replaced.